Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) replaced the instrument control box (icb) to vio erbe cable, the icb and the erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi received the icb involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate reported complaint. The icb was installed into a test system and was exercised using a stapler instrument and vs instrument ten times and no issues nor error was observed. The system ran ten minutes of sine cycle, twenty power cycles, and sat idle for 3 day without errors. It was noted the board failed intermittently and it was suggested the board be scrapped as a precaution.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the vessel sealer (vs) instrument was showing a red light emitting diode (led) when connected to universal surgical manipulator (usm) 2. The customer stated the issue had a similar issue before and the jumper cable was replaced. Prior to contacting technical support, the customer stated they had tired 2 different vs instruments, reseated and checked the sterile adaptor (sa) and drapes, and power cycled the system, but the issue remained. The tse remotely logged into the system and found error 32000 indicating the vs instrument was disconnected from the instrument control box (icb), followed then by error 17 indicating a wheel error on mcer. The customer had power cycled the system and tried to connect the vs instrument to arm 2 but they received a failed self-check message and the patient side manipulator (psm) 2 led was yellow. The tse then had the customer install the vs onto psm 1 and it was recognized. The surgeon then started to manipulate the instrument and the icb led turned red. The tse then had the customer power cycle and hard cycle the icb breaker. It was noted the customer tried to install again, and were not getting a blue led at the instrument cable connection. It was noted the bio med tried the old icb jumper that was replaced but the issue remaining. The procedure was converted to laparoscopic surgery with no reported injury. A field service engineer (fse) was requested to resolve the issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the bio med believes the reported event occurred on (B)(6)2020 due to a system malfunction. It was noted troubleshooting was performed with technical support and informed it was decided that there may be an issue with the erbe/vessel sealer (vs) components. The bio med noted the surgeon believed that two separate vs instruments failed to recognize. The bio med confirmed they attempted to reset the instrument/drape several times and different way per technical support instruction. No video/image was available for review. Isi followed up with the reporter and obtained the following additional information: the reporter informed they were not present during the case of 06/26/2020. The reporter forwarded the email to bio med. It was noted the bio med had previously answered the questions he could on 07/02/2020. There was no additional information obtained. Isi followed up with the reporter and obtained the following additional information: the robotic coordinator (roco) informed that the surgeon did not want to use bipolar instruments and stated that in addition, the system arms were all in red. It was stated that multiple system reboots were completed with no resolve, and the surgeon then elected to convert the case to lap. The roco informed troubleshooting was completed with technical support with no resolve. Prior to starting, the system was inspected with nothing out of the ordinary observed. No issue were noted for port placement. The roco informed the surgeon does not know what caused the reported issue. It was confirmed there was no post-operative complications due to the conversion. No video/image was available for review. The procedure was completed laparoscopically with no reported injury or harm. Isi followed up with the technical service engineer manager and obtained the following additional information: the technical service engineer (tse) manager reached out to the tse who answered the questions regarding this complaint. The tse informed the icb jumper had recently been replaced due to vs issue. While on the call with the customer, the tse was unable to get the vs instrument to work, nor could confirm if other instruments such as the stapler could be used on the erbe generator. The tse noted that if the issue was with the connection between the erbe generator and icb neither instrument would have worked. The tse stated that the customer would not have been able to use the vs instrument with another third party electrical surgical unit (esu) as it is only compatible with davinci-configured products. It was noted that the errors present during the case were specifically error 32000, which indicated the vs instrument was disconnected from the icb while cutting. Since the errors were pointing only to the vs, the tse informed the customer they could have proceeded without the use of the vs instrument, by disabling the icb node and using a third party generator. The customer was informed of the options and the surgeon chose to convert the case. All troubleshooting steps had been exhausted during the call. As for the customer stating that the system arms were all in red, the tse informed that the icb led turning red would indicate a non-recoverable fault on the system. A non-recoverable fault would turn all arms red, and the tse stated the customer was aware that a power cycle could have been performed to recover from the error or to recover and disable the icb node.